Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the malfunction of the tower door was caused by intermittent contact in the mini switch. The field service engineer utilized a multi-meter to test the latch and subsequently adjusted the position of the switch. This action appeared to rectify the issue and confirmed that normal functionality was restored. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, the tower door was double clicking. The customer reported that the the malfunction resulted in a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.